Event description:
The plaintiff's attorney alleged, the decedent underwent dialysis treatment on (B)(6) 2011; while at the dialysis center the decedent passed out and was admitted to the hosp in ICU, where the decedent passed out again for another 30 minutes and went into a coma. The tests revealed that the decedent suffered brain damage. The decedent was taken off life support two days before his death, and subsequently expired on (B)(6) 2011 after use of the product. The plaintiff's attorney also alleged the decedent's death certificate lists both anoxic brain injury and cardiac arrest as causes of death.

Manufacturer narrative:
This is one event (coma) of two events reported on the same pt involving two separate products and associated with mdrs# 1225714-2013-00937.